Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was removed from the patient intraoperatively. Product investigation is not yet completed; no conclusion could be drawn. Part # 314.743, synthes lot number: 7128719, release to warehouse date: 05jun2013. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while using the reamer irrigator aspirator (ria), the reamer drive shaft disengaged from the ria tube assembly, the ria clip fell off of the assembly, the tip of the ria drive shaft snapped off, and perforated a small hole in the end of the ria tube assembly. There was 2 minutes of surgical delay due to the opening and assembly of a second ria. Fragments were generated from the ria drive shaft breaking and all were retrieved from the patient. Patient consequence? : no. Concomitant device report: [ria tube assembly min-l 520 f/314.743] (part #: 314.746s, lot #: h381679, quantity: 1), [ria reamer head ø13] (part #: 352.252s, lot #: h328641, quantity: 1). This complaint is for one (1) device. This is 1 of 1 for (B)(4). This report is for an unknown t-plate.

Manufacturer narrative:
Patient height reported as 177.0 cm. Additional product code: hrx. DHR review was completed. Part # 314.743, synthes lot number: 7128719 , supplier lot number: 7128719 , release to warehouse date: 05 jun 2013, supplier: (B)(4), no ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned ria drive shaft (part 314.743, lot 7128719, mfg 05 jun 2013) was inspected at customer quality and the complaint of broken was confirmed. Whether this complaint could be replicated is not applicable because the device was returned broken. Upon visual inspection, it was noted that the distal tip had broken off and the device had light scratches all over the device, consistent with intended use. Dimensional analysis was completed, the outer diameter of the shaft proximal of the break, measured 5.20 mm. This is within specification of 5.155 to 5.205 mm, based on drawing. Dimensional analysis on the inner diameter was not able to be completed based on post manufacturing damage. Drawing (current and mfg) were reviewed and no design issues were identified. DHR review showed no ncr¿s were generated during production. Material and relevant testing occurred at the time of manufacture and confirmed to have no issues through the DHR review. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as striking bone off axis or damaged during sterile processing). During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed date of report: previously reported as 12/12/2017, should have been reported as 12/11/2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.